Event description:
The customer reported the instrument generated suppressed qc (quality control) recovery errors (no results generated) and a contained leak from a reagent probe on a unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found evidence of rusting on the reagent probe a wash collar valve (solenoid valve). The fse replaced the reagent probe a wash collar valve (solenoid valve) to resolve the issues, no further leaking or suppressed errors were generated. (B)(4).